Manufacturer narrative:
Concomitant medical devices: d334trg ICD, implanted: (B)(6) 2014, 429688 lead; 5076-52 lead . (B)(4).

Event description:
It was reported that a systemic infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.